Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
Bioglue was used in a procedure on (B)(6) 2014. On (B)(6) 2014, re-dissection and re-canalization were found. Bioglue was used where the re-dissection occurred, but not where the re-canalization occurred. A total arch replacement surgery was performed. The surgeon commented that the root cause of the issue was not related to bioglue.

Manufacturer narrative:
According to the report, bioglue (bg3510-5-j, potential lot numbers 13mjx007, 13mjx008, 14mjx011, 14mjx012, 14mjx013, 14mjx016) was used in a procedure on (B)(6) 2014. During a different procedure on (B)(6) 2014, re-dissection and re-canalization were found resulting in a total arch replacement surgery. Bioglue was used where the re-dissection occurred, but not where the re-canalization occurred. Additional information was requested regarding the initial procedure, including how much bioglue was applied and where it was applied, if the application site was adequately prepared and if the bioglue was properly primed, the condition of the patient's native tissue, if the surgeon alleged the bioglue failed to adhere to the tissue, if bioglue was still visible during the re-operation and if bioglue was used with sutures or staples. The manufacturer of record in (B)(6) stated that they were "not able to confirm the details about the initial procedure because it was performed by a different doctor. The surgeon commented that the root cause of the issue was not related to bioglue." The bioglue manufacturing records for lot numbers 13mjx007, 13mjx008, 14mjx011, 14mjx012, 14mjx013, and 14mjx016 were reviewed and met all specifications per the device master record. The lots of bioglue passed functional release testing prior to shipment. Based on the information available at the time of this report, cause of the observed events in this patient could not be definitely determined. Since the complaint states that bioglue was not used in the location where the re-canalization occurred, it is not likely that bioglue contributed or caused the event. However, failure to clear the false lumen or compression of the false lumen following bioglue application could lead to insufficient adhesion and possible re-dissection. Adequate precautions and warnings regarding proper use of bioglue are provided in the instructions for use (IFU).

Event description:
Bioglue was used in a procedure on (B)(6) 2014. On (B)(6) 2014, re-dissection and re-canalization were found. Bioglue was used where the re-dissection occurred, but not where the re-canalization occurred. A total arch replacement surgery was performed. The surgeon commented that the root cause of the issue was not related to bioglue.